Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 500 mg/dl; cause was not known. Customer did require assistance from a third party. Third party administered manual injections and finger pricks to address customers bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.